Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4)

Event description:
An operating room supervisor reported that during a procedure there was no suction, cutting or infusion. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the pneumatics module was replaced to address this issue. The company representative did not indicate being able to replicate or confirm the reported infusion issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported aspiration and cutting issues can be attributed to the nonconformity in the pneumatics module. Based on the information obtained, the root cause of the reported infusion issue cannot be determined. (B)(4).